Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary dysfunction. It was reported that the patient was in the hospital and having problems. They thought their device wasn't working and had a return of their target urinary symptoms. They stated they were having several medical issues; they couldn't move their right leg and they were swollen and in pain all over, including their stomach and leg. It was noted that they did not fall before these issues occurred, which started on (B)(6) 2017. They were just sitting down when they started to feel their leg get numb and swollen, which is why they were admitted to the hospital. The patient wanted to turn the implanted neurostimulator (ins) off and, after syncing to the ins, they found they were set to program 1 at 1.5 volts (v), but the stimulation was off. They were going to call their healthcare professional (hcp) to see if the system could be removed. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient was under the care of another urologist so the hcp hadn't had any recent contact with the patient.